Event description:
Orthodontist reported that enamel down-to-dentin on a lower second premolar was removed when the bracket was debonded. Orthodontist repaired pt's tooth with composite. Orthodontist declined to provide any add'l info about the event.

Manufacturer narrative:
Add'l catalog#: 5004-348.